Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. Technical services (ts) reviewed the submitted device data and confirmed the device triggered a code 1003 event and subsequently experienced radio frequency (rf) telemetry disablement due to a low loaded battery voltage measurement associated with high battery impedance. Engineering analysis confirmed this was a true remote monitoring disabled (rmd) event, and device replacement was recommended as soon as possible. No adverse patient effects were reported. This pacemaker remains in service.